Manufacturer narrative:
Device was not made available to ge healthcare for evaluation. The distributor performed a checkout of the equipment and confirmed the reported complaint. The distributor informed the customer to replace the battery to resolve the reported complaint. It should be noted that, according to the battery date code, the battery was manufactured in 2006. The aespire user reference manual recommends the battery be replaced every two years. The exact root cause of the reported complaint could not be determined as the battery was not returned to ge healthcare for investigation.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The distributor reported that, during preoperative testing, the unit did not switch to battery backup during loss of ac power. There was no report of patient involvement.